Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be manufacturing related. One 20 ga x 0.75 in w/ysite ez huber safety infusion set was returned for investigation. The product label was returned with lot: redp0333. An injection cap was returned attached to the proximal luer connector. The sample was flushed with water using a 12 ml syringe and no leaks were observed. The safety mechanism was removed in order to occlude the distal end of the needle. The sample was pressurized with air and submerged in water. A leak at the connection between the extension tubing and needle hub was observed. Microscopic observation of the leak location revealed an uneven adhesive fillet between the extension tubing and the needle hub. Internal fissures were observed on the plastic needle housing in the area surrounding the distal end of the extension tubing. The cause of the fissures is unknown but appear to contribute to the formation of the fluid path leading to the leak. An awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of redp0333 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp0333) have been reported from the same facility.

Event description:
It was reported that the needle was leaking at the port hub and tubing leg connection with first use/access.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp0333 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp0333) have been reported from the same facility.

Event description:
It was reported that the needle was leaking at the port hub and tubing leg connection with first use/access.